Manufacturer narrative:
Additional narrative: patient initials: (B)(6). Patient weight is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing site: (B)(4). Manufacturing date: april 05, 2011. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery, the surgeon was removing sternal plates and sternal plate screws in order to perform a sternotomy for a coronary artery by-pass graft (CABG) procedure. During removal of one of the final screws, the shaft of the screwdriver broke into two pieces. No broken pieces or fragments fell into the patient. Another screwdriver was available in another set which was brought in to complete the screw removal. There was a twenty (20) minute delay to obtain the alternate screwdriver. The patient was reportedly stable during the procedure. The surgery was reportedly completed with no further complications. Concomitant devices reported: sternal plates (part unknown, lot unknown, quantity 3), sternal screws: (part unknown, lot unknown, quantity 26). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: one (1) 1.5mm/2.0mm cruciform screwdriver shaft (part: 313.993 / lot: 3724560) was received for evaluation with complaint category "broken: intraoperatively." This complaint is confirmed as the returned device was received with 2 cruciform lobes sheared off. The sheared off lobe fragments were not returned for evaluation. The remaining two lobes are severely bent (approximately 45 degrees in the direction of screw removal). The manufacturer is unable to determine a definitive root cause. However, the complaint condition was most likely caused by excessive force applied during attempted screw removal due to boney in-growth. It is not likely that the design of the device contributed to this complaint. A visual inspection under 5x magnification, a device history record (DHR) review, and a drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique, or different patient harms were identified either. The returned device is an instrument used in multiple systems including the screw removal set. The relevant drawing was reviewed during this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.